Event description:
It was reported that the patient was seen in clinic due to dizziness. Upon interrogation, the atrial lead exhibited noise. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
.